Manufacturer narrative:
Medtronic evaluated the device and found that the internal battery was depleted. Root cause of the battery depletion was determined to be a failed capacitor, designator c177, on the analog pcb assembly.

Event description:
The customer reported that all of the icons were displayed and the device would not power on. There was no patient involvement during the reported event.